Event description:
Baxter (B)(4) received a report that an infusor had reportedly underinfused during patient use. The total fill volume was unknown; however, it was reported that only half of the total solution was delivered to the patient. It was also stated that infusion time had exceeded the expected infusion period. The device was filled with a solution containing tranxilium and saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).